Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false repeat reactive alinity s hiv ag/ab result for one donor sample. The following example data was provided for one donor sample: (B)(6) 2026, sid (B)(6); initial result 1.19 s/co, repeat results = 0.13 s/co & 9.14 s/co pcr test =negative. No impact to patient management was reported.